Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that upon review of remote transmission, noise reversion episodes were noted. Myopotential oversensing was produced with deep breathing. Programming change was made and the noise was no longer present. The patient condition is fine.